Event description:
It was reported that the light cables are getting hot where they attach to the scope. Additionally, it was reported that the customer has had issues with drapes catching on fire due to the light cable burning them.

Manufacturer narrative:
The complaint investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.